Event description:
It was reported to covidien on (B)(6) 2014 that the top row of the display was missing segments. There was no pt harm.

Manufacturer narrative:
The display did not show any missing segments. Visual inspection was performed on the display pcb and multiple cold and cracked solder joints were found. The display pcb was replaced as a precaution. (B)(4).